Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2018 she experienced ¿slight bleeding¿ at the insertion site of an adc freestyle libre sensor and noted the subsequent formation of a hematoma. It was further reported the hematoma spread on her arm. Customer self-presented to an emergency room where a physician prescribed an unspecified antibiotic, prophylactically. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The sensor applicator and sensor pack were returned and investigated. The sensor patch was not returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the sensor patch is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6)2018 she experienced ¿slight bleeding¿ at the insertion site of an adc freestyle libre sensor and noted the subsequent formation of a hematoma. It was further reported the hematoma spread on her arm. Customer self-presented to an emergency room where a physician prescribed an unspecified antibiotic, prophylactically. No additional treatment was reported. There was no report of death or permanent injury associated with this event.